Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt called for MRI compatibility. Patient services (pss) reviewed requested information with the pt. Pss was going to walk the pt through determining eligibility, however the pt wasn't able to find the controller during the call. Pt stated that the battery (ins) went dead as they were having other health issues but they were resolved. When asked for the event date, pt stated that it was probably like (B)(6) of last year, but then they were so pain free that they didn't need the ins anymore. Pt noted that the ins was replaced on (B)(6) 2021 and that the ins was working fine, then they had knee replacement on (B)(6) and something switched out after that and they didn't need pain meds or anything. Pt stated that they went to a neurosurgeon who said that they (pt) would have to get information as their original pain problems were back and that's what they needed the ins for, so their healthcare provider (hcp) wanted the pt to have a MRI. Pt will continue to look for the controller and call pss back. The pt called back and was looking for their equipment for the ins and said they were missing equipment to get the controller recharged so they could determine their MRI eligibility. Pss reviewed MRI guidelines, and CT scan guidelines with pt. Pt said the neurosurgeon doesn't want to remove the pt's ins and said the ins does work for them. Pt will charge the controller when they receive the ac power supply and then will call back for further assistance getting the ins recharged. Pt also mentioned that their ins was currently off and mentioned that they feel like "frankenstein" when they walk by a magnetic field.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.